Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose after (B)(6) 2018 with blood glucose of 39 mg/dl at the time of the incident. The customer was at 39 mg/dl after the initial incident and received emergency medical assistance. The customer had 2 low incidents. The customer was at 385 mg/dl at the time of the call. The customer experienced symptoms such as loss of lucidity, hallucinations, coma, and inability to walk. The customer was wearing the insulin pump during the incidents, but was off the pump while hospitalized. The customer reported their pump drive support cap was flush. Troubleshooting was completed but did not resolve the issue. The customer received a battery out limit alarm and a displayable history crc check failed on start up alarm, but was able to clear the alarms. The customer wears a pacemaker. The customer's blood glucose without the pump was 400 to 500 mg/dl. The customer has lost confidence in their current pump. The insulin pump will be returned for analysis.